Manufacturer narrative:
Reference report 3004788213-2020-00194. The complaint is confirmed for one plate for the failure of binding in the cage. The cause of the damage cannot be determined at this time since there is no information available regarding how the implants were being used or handled at the time of the damage. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. The device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage fractured during surgery while the mating plate was being installed. The cage was removed and replaced with an alternative cage to complete the procedure. There were no patient impacts reported. This is report two of two for this event.